Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery due to spondylolisthesis at l5-s1. Post-op, the head of the left sided screw was found broken. Hence, the screw that was implanted in (B)(6) 2017 had to be explanted in a revision surgery in (B)(6) 2018.